Manufacturer narrative:
The system was examined. And the reported event was confirmed and replicated. The fluidics hub roller was subsequently, replaced to resolve the issue. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported events can be attributed to the nonconforming fluidics hub roller. However, how or when the hub roller became nonconforming remains inconclusive. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported experiencing intermittent suction during quad mode of surgery. Additional information has been requested.